Event description:
(B)(6) clinical study. It was reported that during a coronary artery stenting treat ment procedure the patient experienced chest pain. The target lesion was located in the proximal left anterior descending (prox lad) artery with 99% stenosis, a length of 26 mm and a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 32 mm taxus promus element study stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. During the index procedure, the patient complained of chest pain during study stent deployment.100 mcg ic nitroglycerin was administered.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).